Manufacturer narrative:
This report is being updated to provide additional investigation findings: new information is reported in d8, g2, e2, e3 and h10. This case was reviewed on by the medical safety assessment team and it was determined by the team there was no device malfunction during this procedure. Service records were reviewed. The device passed all service inspection items.

Manufacturer narrative:
This report is being updated to provide new/corrected information reported by the customer. New information is reported in: a2, a3, a4, b5, b7, e2, and e3. Corrected information is reported in: b1, b2 (no outcomes attributed), b5, e1, h1, and h6 (health effect: impact code).

Event description:
New/corrected information: the patient was never rushed to the operating room (or), we were in the or when it occurred. The patient was having extra corporeal shock-wave lithotripsy (eswl), cystoscopy, laser lithotripsy, and stent placement. The guidewire was cut at the proximal end- a small fragment remained in the left ureter. A call was placed to an interventional radiology (ir) physician in regards to a possible procedure in ir to have the wire fragment removed safely. A ureteral stent was placed and the patient was brought to post anesthesia care unit (pacu). Patient was stable and vital signs within normal limits. The patient's current status was unknown. It was unknown if the patient had any residual issues as a result.

Manufacturer narrative:
This report is being updated to report additional investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: a labeling/manufacturing issue was not identified, a user technique error was identified.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user's experience can not be determined at this time. This report will be updated upon completion if the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using a isolative premium superpulsed laser system and a non-olympus guidewire, the physician accidently cut the guidewire with the laser. The guidewire got stuck in patient and the patient had to be rushed to operating room (or) to retrieve the guidewire. There is no report of the laser system malfunctioning. Additional details regarding the patient and event have been requested. At this time, no additional information has been requested.